Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. Upon deployment, the left disc didn't unfold well. The device was resheathed and removed and exchanged for a 25mm amplatzer cribriform occluder. There was no delay in procedure and the patient was reported to be in stable condition.